Manufacturer narrative:
Corrections: for d9 - device available for evaluation, "yes" should have been selected in previous reporting. For h3 - device evaluated by manufacturer, not returned to manufacturer was erroneously selected, and instead "no" should have been selected, with the option under why not evaluated being device evaluation anticipated, but not yet begun (02). B1 - in earlier report, "product problem" should also have been selected. (Correction) h6 - health effect - impact code: this code should have been submitted earlier. (Correction). The report event of break/kink/high impedance was confirmed. The return flex extension lead had all contacts wires broken at different location of the lead body. The cause of the reported event is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2021-15112. It was reported that during an ipg replacement procedure, the patient's extensions were damaged. As a result, the extensions were explanted and replaced, which resolved the issue.